Event description:
On 10/21/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 10/20/24. The user's mother reported to the cds a possible infusion set site issue that resulted in a lack of insulin delivery for an extended period, leading to the user's hospitalization for dka. The cds suspected the user may have received an occlusion alarm that was not acknowledged, causing insulin delivery to stop. The user was using the convatec contact detach (23", 6mm) infusion set. On 10/23/24 a beta bionics customer care agent followed up with the user's mother about the event. The mother declined to provide further details about the hospitalization, including the specifics of the event, the timing of admission and release, and treatment received. The user was reported to have resumed use of the ilet system after the hospitalization.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data confirmed hyperglycemia on the reported event date. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by the user failing to acknowledge and respond to an occlusion alarm as per training and the user guide resulting in insufficient insulin delivery.